Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that the customer visera 4k ultra high-definition camera control unit will be returned to olympus service for a reported ¿e224¿ error code. The error was found at preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error code e224 could not be determined. Error code e224 indicates that the communication with the camera head failed. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿5.3 connection of a camera head: caution: make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.